Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the mid-section of the stent with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. On return the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 180mm distal of the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. A 0.014'' guidewire was loaded into the device without issues. The balloon was inflated to and stent expanded to rated burst pressure. Pressure was held for 30 seconds. A vacuum was pulled, and the balloon deflated in 5 seconds. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15nov2019. It was reported that the patient was not in good condition after the stent was introduced. The target lesion was located in the left circumflex coronary artery. After a 2.50x32mm promus element plus drug-eluting stent was introduced inside the patient's body, it was noted that the patient became unstable. The device was removed and the patient's vitals came back to normal. The physician decided to terminate the procedure. No patient complications were reported and the patient's status was stable post procedure. However, returned device analysis revealed stent damage.